Event description:
Boston scientific received information that this right ventricular (rv) lead had high pacing impedance value of about 2460 ohms. The previous rv lead measurement was always been around 2000 ohms. There were no records of noise on the ventricular endocardial channel. However, the patient¿s threshold measurement increased due to suspected electrode- tissue interface. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.